Manufacturer narrative:
(B)(4). Concomitant medical products: balloon dilatation cath: 1.5x12mm, 2.0x12mm mini trek (B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience pro everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The xience pro is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that during a procedure of the moderately calcified, mildly tortuous, diffused disease, 80% stenosed, de novo, proximal circumflex artery the lesion was serially pre-dilatated with a 1.5 x 12 mm and 2.0 x 12 mm mini trek balloons at 8 atmosphere (atm). A 3.0 x 12 mm xience pro stent was deployed at 10 atm. While removing the delivery system a check angiography shot revealed a distal end dissection. A 2.75 x 12 mm xience pro stent was used as treatment of the dissection. Results were good and timi iii flow was achieved. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.